Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the surgeon is not able to bring the thread through the tissue. The reported event was confirmed as a functional test with a needle revealed that the cannulation is blocked, it is not possible to fire the needle smoothly and this might have made it difficult to pick up the thread. The most likely cause for the reported failure is a user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
It was reported that the surgeon is not able to bring the thread through the tissue. There was no harm for patient, operator or third party reported. No further information received. 16-may-2023 update. Further information were provided that the reported event occurred during a shoulder surgery. The surgery was finished successfully with a new device with the same part number.